Manufacturer narrative:
The device was not returned for evaluation. . The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the latex catheter product ifus are found to be adequate based on past reviews. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter was leaking; possibly around the bulb or along the tubing just outside the penis. The patient was apparently accommodating the leak by attaching a bag over the penis and catheter. The catheter was leaking urine. The patient explained that initially in previous catheters the bulb was filled to 8 ml then 10, which helped the leaking but started again. This latest catheter was apparently filled to 12 ml which he suspects may be pinching the catheter. The catheter has only been in for about a week as opposed to the usual 30 days. He is trying to gather information on product number and size from the physician to determine if he is using optimal size of catheter.